Event description:
Additional information received indicated the left ventricular lead became dislodged while attempting to remove the guidewire during the implant procedure. The physician allege a malfunction against the lead.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a lead malfunction occurred while removing the guidewire. It is unknown whether or not the event occurred at implant or during an additional surgery. The lead was explanted and replaced to resolve the event and the patient was in stable condition. Further information regarding the event details was requested, but not received.

Manufacturer narrative:
As received, a complete lead was returned in one piece with stylet stuck inside the lead. The polytetrafluoroethylene (ptfe) coating of the stylet was revealed to be stripped and was bunched up with the inner coil. The cause of the reported event was due to bunching of inner coil and ptfe coating of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly consistent with procedural damage. The s-curve height was measured to be within specification. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.